Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 7.0; lab: 2.3. Meter and lab testing was done one right after another. Caller stated that he used sample for the meter from the same test tube for the lab.

Manufacturer narrative:
Customer utilized venous blood sample from test tube and applied it on unit. Using venous sample from inappropriate tube may cause inaccurate or unexpected inr results. The inratio product insert specifies the use of a finger stick sample of fresh capillary blood. Comparison data provided by customer are invalid. Data analysis was not performed. As of september 1, 2010, strip lot information is not provided and product is not expected to return. No further investigation will be pursued. Corrective action not required at this time.